Event description:
It was reported that a dissection occurred. The patient presented experiencing a myocardial wall infarction. The 80% stenosed target lesion, located in the moderately tortuous and moderately calcified right coronary artery, was predilated with a 2.50 x 12 mm non-compliant balloon. A 3.00 x 28 mm synergy was deployed at 14 atm for 10 seconds and post dilated with a 3.00 x 12 mm balloon. A proximal edge, type b dissection was noted. The dissection was covered with a 3.50 x 12 mm synergy and the procedure was completed with no further complications.